Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) an inquiry was received indicating premature battery depletion has occurred. Review of device data indicated high right atria (ra) output had occurred. The ra lead output settings were-reprogrammed. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.